Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has battery power failure. It was reported that the device was in clinical use when the alleged malfunction was observed. However, no adverse patient impact was reported by the customer.

Manufacturer narrative:
.